Manufacturer narrative:
A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement .

Event description:
(B)(4). I have no other pumps experiencing this issue at the moment. You can close this ticket, and I will continue to watch the pumps in our non-production environments. We do not move these pumps around all that often, so I am not sure if/when this issue will be seen again." - advised cust if it does reoccur to call us back and we can investigate again - closing case!